Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial originated arrhythmias with rapid ventricular response. Therapy did not convert rhythm. The crt-d remains in service. No additional adverse patient effects were reported.